Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction procedure with unspecified mentor breast prostheses was displeased with the results of the operation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 01/22/2019, mentor received additional information about the event. The patient contacted mentor and stated that her implants were not mentor devices. In addition, she stated that there were no issues with her implants, just that they were not big enough. She was inquiring about when larger silicone implants might be available. No investigation on the devices is required because devices were not manufactured by mentor. Manufacturer¿s reference number: (B)(4).